Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings:the pump cartridge compartment was observed to be cracked. The pump was observed to have moisture present in the cartridge compartment. The pump failed a leak test due to the damage in the cartridge compartment. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the complaint, the display screen was noted to be dim and discolored with a reddish hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge compartment and the battery cap were damaged. The reporter confirmed that there was no impact to the pump power related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.